Event description:
Device 1 of 2 reference MFR. Report# 1627487-2017-02185 additional information received identified the leads were explanted and replaced with another model which resolved the issue. Reportedly effective therapy was restored postoperatively.

Manufacturer narrative:
This issue of lead migration cannot be confirmed with product testing

Event description:
Device 1 of 2 reference MFR. Report# 1627487-2017-02185.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2017-02185. It was reported (australia) the patient¿s scs leads were migrated (x-rays confirmed). System diagnostics determined invalid impedance on the leads. X-rays revealed possible fracture on the leads. Surgical intervention will be taken at a later date to address the issue.